Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump passed the displacement and rewind test. No unexpected rewind anomalies noted. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that rewind anomaly occurred. There was no adverse impact or consequence reported as a result of this event.